Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent the removal of an unknown femoral neck system (fns) plate, titanium locking screw self-tapping, anti-rotation screw for fns and bolt for fns due to nonunion. It was originally implanted on (B)(6) 2019. All the implants are removed successfully. Patient status was unknown. This report is for one bolt for femoral neck system 95mm length-sterile. This is report 3 of 4 for (B)(4).